Event description:
It was reported that the craniotome device was broken. It was further reported that the device was not working. During in-house engineering evaluation, it was observed that the tip of the device was drilled into. The event was not reported to have occurred during surgery. There were no delays to a surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed visual assessment and cutter insertion. It was observed that the tip of the device was drilled into. It was determined that this was due to failure to follow the directions for use. The burr was improperly loaded into the device and then installed onto the drill. Therefore, the burr did not seat properly in the locking chamber. The device was forced into position which placed the distal tip of the burr in compression and the tip of the burr was in direct contact with the neuro tip of the device. When the drill was started, the burr drilled into or through the neuro tip. Therefore, the reported condition was confirmed. The assignable root cause was determined to be user error, misuse and/or abuse. It was determined that the device failed cutter insertion due to worn bearings that were no longer in axial alignment from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction data: the initial medwatch stated, the serial number was (B)(4) in error, the correct serial number is (B)(4). The date of manufacture has been updated to reflect. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.